Manufacturer narrative:
(B)(4). Unique device identifier: (B)(4). The customer has indicated the product is in process of being returned to zimmer biomet for investigation. Concomitant product(s): a 154725 oxf uni tib tray sz d rm PMA lot # 937960; 161469 oxf twin-peg cmntd fem md PMA lot # 406660. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent right partial knee arthroplasty and subsequently underwent a revision procedure due to dislocation. Patient was in sitting position and stood and started to walk and heard a grinding noise. He went to doctor and was told he had dislocated. Patient had no previous symptoms.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.